Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs are bending, pins are very hard to open. Event occurred during surgery. No harm reported, yes a delay - had to get new mesher and more cadaver skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4). Were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4). Prior to 23 october 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who evaluated and repaired the device. On 7 november 2018, it was reported from (B)(6) hospital of augusta that a mesher was not working and was tearing skin; the cutter was not rotating, the comb was being bent, and the pins were very hard to open. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device occurred on 3 december 2018 and noted that the roller, gear, and side plates had visible damage. No testing could be performed on the device due to a bent comb. Repair of the device occurred on 5 december 2018 and involved replacing the roller, the bushings, side plates, comb, and gears. The technician then recalibrated the device and verified that the skin graft mesher was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent, the roller was damaged, and that the side plates were defective, all of which would cause the reported issues experienced by the customer, it cannot be determined from the information provided as to what caused all of the damage to the device. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.